Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 12 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp, measuring approximately 0.615" in length was returned. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, the cable from a small grasping retractor instrument allegedly broke and fell inside the patient. A backup instrument was used to continue. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the small grasping retractor instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, the cable from a small grasping retractor instrument allegedly broke and fell into the patient. A backup instrument was used to continue. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the cable from a small grasping retractor instrument allegedly broke and fell into the patient. The fragment was retrieved during the same procedure. A backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved with another grasper. The surgeon was trying to grab a portion of the sigmoid colon, then the instrument stopped grasping and was not manipulating. The customer was switching back and forth with the instrument, but the instrument did not make contact with any other instrument or hard material during the surgical procedure. The instrument was inspected prior to use. The surgeon performed an x-ray after the procedure and confirmed there was no remaining fragment. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No video recording of the surgical procedure was available.